Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with burch urethropexy, total abdominal hysterectomy, bilateral salpingo-oophorectomy and abdominal sacral colpopexy; due to voiding dysfunction, uterine, vaginal prolapse, cystocele and rectocele. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency, frequency and urinary incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary urgency, frequency and urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems and recurrence.

Event description:
It was reported that following insertion the patient experienced urinary problems and recurrence.